Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected bolus stopped alarm and no insulin flow blocked alarm or no delivery alarm noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump turned off yesterday and then started working again. Customer stated that when performing the bolus in automatic mode, the insulin pump gave the alarm no amount of insulin for the estimated bolus and the bolus will be canceled. Customer reported even after changing the set the problem persists. The insulin pump will not be returned for analysis.